Event description:
It was reported by service report that the pt left siderail would not latch in the upright position and had exposed sharp edges due to a broken weld on the latching spindle. No pt involvement or adverse consequences were reported.